Manufacturer narrative:
The product has yet to be returned. The patient continues to be under the care of the retinal specialist. The investigation is ongoing.

Event description:
The user facility reported that a patient had cataract surgery after which they were diagnosed with postoperative endophthalmitis. The patient was referred to a retinal specialist where cultures were drawn and antibiotic therapy started.

Manufacturer narrative:
Review of the DHR showed all release requirements were met. Package seal burst test, peel test and tray measurements conducted at start-up met specifications and in-process seal measurements all met specification. Twenty sealed packs from lot w7154 were returned. Visual inspection found dust and dirt all over the packs; the side of one pack tray is bent, but not cracked open. The seals are intact and have not been compromised. It was verified again that the proper dose was delivered during sterilization. The sterilization process is validated and is supported by formal ongoing quarterly sterility assurance level audits. Review of the prior three quarterly dose audits showed no sterility failures and typical bioburden. The environmental control area in which the products are assembled are monitored per a formal environmental monitoring program which samples, measures and trends viable and non-viable air and particulate samples. Review of the environmental controls showed the process has remained in control over the past year. A review of the complaint history for blv3220000 shows no complaints for endophthalmitis. A complaint history review for all other skus shows no trends related to endophthalmitis complaints. Plant evaluation showed product met all release criteria and all sterility assurance controls were verified. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. We were unable to determine a root cause for the reported complaint. We will continue to monitor for this reported complaint. The patient remains under care of retinal specialist. The investigation is complete.

Event description:
Endophthalmitis started four days after operation on (B)(6) 2020 (right eye cataract surgery on (B)(6) 2020) with signs and symptoms of: uncorrected visual acuity: cf (counting finger); 2 cells; two flare, fibrin, and hypopyon; 1+ corneal edema.